Event description:
We were informed that during a case that the loop broke. Unfortunately the doctor is unk, and the procedure date is unk. Unfortunately, the details are unk, the facility did not keep record of the incident.

Manufacturer narrative:
The loop was broken at the end of yellow insulation. Gold wire is burned and black. Product has a changed the shape of loop, the gold wire is broken near the end or yellow insulation and it's completely burned. Most possible reason of described failure is that wire got too much heat (power) and broke. It seems like the material is completely burned. It might happen, that power was applied for too long time and it caused that wire became weaker after some time of using. Other possibility is that wire touched some metal instrument during surgery and it caused the short circuit and break of loop.